Manufacturer narrative:
As received, a complete lead was returned for analysis in one piece measuring 52.4 cm, with its helix retracted. Visual inspection found the helix to be clogged with dried body fluids. X-ray inspection found over-torque of the inner coil at the proximal region of the lead. After cleaning and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over-torque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during right atrial lead implant, upon deploying the helix the lead tip would move out of position. It appeared that the torque was not transmitting to the tip and the curve of the lead would move. Several attempts were made, and by the 4th attempt the helix would not extend and the screw mechanism kept spinning without resistance. The lead was removed and replaced during the same procedure, and the patient was in stable condition without any adverse events.